Event description:
Boston scientific received information that this right atrial (ra) lead exhibited poor sensing, no pacing and loss of capture (loc). It was noted that the patient underwent a maze procedure and it was suspected that the lead may have become compromised. The lead was programmed off and the physician continued monitoring. Subsequently, during routine follow up, the lead was observed to have dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.